Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va34209, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 13-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient had a lead migration or dislodgement. The lead did not migrate around or entangle internal organs. No other stimulation issues were reported that occurred as a result of this issue. The rep did however note an impedance issue occurred. "Low impedance or short" was noted, however high impedance measurements were given. Case >4,000 electrode 2 > 4,000 electrode 1 > 4,000 electrode 0 > 4,000. Troubleshooting was performed with an impedance check, a battery check, changing of programs, and imaging. The rep noted that the patient has had several falls in the past 3 months and correlates with lack of therapy. Patient also had a loss of stimulation or no stimulation. Patient was seen due to their handset stating, "max therapy" and urinary leakage and urgency returning. An impedance check was performed with abnormal impedances. Patient stated having a fall in (B)(6) of 2026 without injury and a fall in later (B)(6) 2026 without injury. Imaging was ordered and showed that the lead was dislodged from the ins. The patient did not report any other issues.